Event description:
(B)(4)---device failure, (B)(4)---product quality issue. Patient hooked up to an elastomeric infusion pump expected to infuse fluorouracil at 5 ml/hour for 46 hours. Hooked up on (B)(6) with expectation that infusion would be complete by (B)(6) around 15:00. Veteran/home nurse called around 13:00 on (B)(6) to report the elastomeric bulb had not deflated at all. Brand of elastomeric pump: avanos lot number: 30301705 8/15/2026 we had a similar event about a month ago with the same lot number and expiration of avanos-brand elastomeric pump where the fluorouracil did not infuse. We thoroughly investigated that event, even recreating what we thought was the error and believed it to be related to a negative pressure connection error while hooking up patient to pump. We now believe this may be a product/lot specific issue.